Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Catalog: 09390112 description: exeter 2.5 I m plug 12mm l8197; catalog: 6309-4-848 description: exeter contemporary. Cup g7157755 ; catalog: 0580-1-441 description: exeter v40 stem 44mm no 1 g7272421; catalog: 6260-5-128 description: 28mm std v40 taper vit head 62292304. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
The customer reported that the patient who had been implanted with stryker devices developed an infection and has queried whether there have been any sterility or other issues with the reported lots that might explain the patient infection.